Event description:
It was reported during the incoming inspection that debris was found in the sterile packaging. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, the cartridge kit was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the cartridge kit was determined to be not reportable. The initial report was forwarded in error and should be voided.